Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut into two segments. All fragments were received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The analysis revealed a cut into the insulation of the distal fragment (approx. 37 cm proximal to the lead tip), which most likely resulted from the explantation procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The result and conclusion codes were corrected for the manufacturers analysis. Upon receipt, the lead under complaint was found cut into two segments. All fragments were received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The analysis revealed a cut into the insulation of the distal fragment (approx. 37cm proximal to the lead tip), which most likely resulted from the explantation procedure. A thorough analysis of the lead did not show any deviations which might have led to the reported dislodgement. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that this lead was found to be dislodged 3 days after it was implanted. Lead was explanted and replaced. Should additional information become available, this file will be updated.